Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in-clinic for follow-up. Episode of inappropriate auto mode switching due to competitive atrial pacing was observed. Programming change was recommended.